Event description:
The customer contact reported slow flow. At an unspecified time, the tubing set was being used to deliver an unspecified volume of platelets, at an unspecified rate, for a duration of 20 minutes, via gravity through a peripherally inserted central catheter (PICC). After an unspecified length of time, the customer contact reported slow flow of solution. It was reported that the delivery was expected to be completed in 20 minutes; however, the delivery was completed in 2 hours. No specific details were provided. The customer contact reported that one hour after the delivery was completed, the pt's platelet level remained low. The physician was notified; however, no medical interventions were ordered. There were no reported adverse pt effects. The customer contact stated, "there was no extra delay in therapy, just in the amount of time it took the platelets to deliver." No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.